Manufacturer narrative:
A root cause could not be determined. Additional information for further investigation was requested but not provided.

Event description:
The customer received questionable results for intact human chorionic gonadotropin plus the beta subunit (hcg+b) on two patient samples that were processed on the cobas p612 international version (p612) pre- analytics instrument. It was determined that one of the samples was run on this modular analytics e module (emod). The sample was processed through the p612 and was manually placed on the instrument. The aliquoted sample in a false bottom tube from the p612 initially gave an hcg+b result of 0.133 miu/ml on another emod. The aliquot was repeated on the other emod, and generated a repeat result of 0.151miu/ml. The master tube was run on this emod and generated a result of11.67 miu/ml. The customer did not know which result was correct. The customer indicated they reported "interfering substance" for the result. The customer stated they also repeated all the chemistries and progesterone on both the aliquot and the master tube and those results matched perfectly. They did not provide a numeric value. There was no adverse event. The lot number of hcg+b reagent in use was 17509805, with an expiration date of 03/31/2015. The field service representative could not find a cause. He verified all operations and completed performance testing. The aliquot tube and master tube were repeated and generated the same results as they generated initially. He observed the instrument performing correctly and according to specification and all system checks were successful. The customer performed qc, which was ok. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.